Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
May have caused it to put one of my back fillings out [device damage]; replacement heads (brush head) broke and came loose and came apart in mouth / think this may have caused it to put one of back fillings out [injury associated with device]; replacement head (brush head) broke and came loose and came apart in mouth [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on 17-sep-2016 that he was brushing his teeth as normal with an oral-b rechargeable toothbrush, version unknown, and one of the oral-b power oral care refills precision clean came loose and came apart in his mouth; the consumer stated that it had only been used 3 times. The consumer asserted that he thought this may have caused it to put one of his back fillings out. The case outcome was unknown. No further information was provided.